Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report. Date of event is estimated.

Event description:
It was reported the patient experienced loss of stimulation. Diagnostic system testing indicated multiple low impedance values. Surgical intervention may take place at a later date to address the issue.

Manufacturer narrative:
A patient experiencing ineffective stimulation due to low impedance was reported to abbott. The patient's lead was replaced and effective stimulation was restored. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Event description:
Additional information received indicates the lead was explanted and replaced to address the issue.

Manufacturer narrative:
Correction: e1 initial reporter.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.